Manufacturer narrative:
Additional information was provided in d.4., d.9 and d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. One opened company handpiece in a bag was returned for evaluation for the report that the injector marked the lens on periphery. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be non-conforming with a dent pushed metal at the top of plunger. A dimensional inspection for plunger position height was performed and was found conforming. A functional thread to barrel engagement check was performed and the sample was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Two photos attached to the parent complaint were reviewed by the investigation site. The two photos show a damaged iol. The reported issue of damaged iol was confirmed. The complaint evaluation does confirm the injector plunger is damaged, which could result in the plunger marking the lens. How and when how the plunger became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a damaged plunger head is from improper handling of the product. The injector was manufactured in december 2021. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece particularly the plunger tip appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the injector marked the lens on periphery. The doctor noticed it during implantation of the lens. Additional information was received, the marked lens was implanted. According to the doctor, since the mark was on the periphery, it does not affect the patient vision.